Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issue an alert on the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) for a high out of range pacing impedance measurement of greater than 2000 ohms. The clinician noted that one week later the impedance measurement was still high and out of range. Boston scientific technical services (ts) was consulted and suggested bringing the patient in for evaluation. No further information was able to be obtained. All available information indicates that the lv lead and crt-d remain in service. No adverse patient effects were reported.